Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient applies pressure to their abdomen to void as well as that they patient was constipated. However the patient indicated that they find relief because their diaper was dry and that when the patient has anurge they pass gas and their urge is relieved. In a follow-up call the patient indicated they were in the hospital and did not know if they would make their appointment with their neurologist. The patient then indicated that they had not had improvement in their symptoms. The patient was advised to follow-up with their healthcare provider (hcp) and no device malfunctions were reported. There were no further complication reported or anticipated.